Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4), analysis: no failure found. Product ID: 9733858 serial#: (B)(4), analysis: no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the hospital had complaints about inaccurate registration. There was no patient present at the time of the event.